Event description:
During ureteroscopy laser lithotripsy, the wire stone retrieval basket broke (i.e. Wire broke that operates the open/closed mechanism).what was the original intended procedure?ureteroscopy laser lithotripsy.device #1is this a laboratory device or laboratory test?no.